Manufacturer narrative:
Used onyx during the procedure. Model# 105-7000-060, lot# a927455 MFR date: 2019-11-06, exp date: 2022-09-22 model# 105-7000-060, lot# a932655 MFR date: 2019-11-15, exp date: 2022-10-02 model# 105-7000-060, lot# a927454 MFR date: 2019-11-06, exp date: 2022-09-22. The device will not be returned for evaluation as it was consumed in the event.  Based on the reported information, there did not appear to have been any defect of the device during use. This is procedure related event. Related MDR for this event: 2029214-2020-00348. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that onyx18 was used and the onyx material leak was identified during the procedure. These are the lot numbers of the onyx: a927455,a932655,a927454.